Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose ranged from 310 mg/dl to over 400 mg/dl. The customer was instructed to consult with healthcare provider regarding bg level.